Event description:
It was reported that a clearlink system continu-flo solution set ¿came apart right above the luer connections.¿ this was noticed approximately 24 hours into patient infusion of maintenance intravenous (IV) fluids using an IV pump. The reporter stated that blood loss occurred after the separation, but there was no backflow of blood into the set. The lines were primed and the luer locks were checked prior to the start of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed that the tubing was separated from the bottom y site inlet port. Microscopic inspection of the tubing end revealed that solvent was present. A pull test was performed on the remaining solvent bonds with no issues noted. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was described as elderly. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.